Event description:
Doctor was bending the plate to make it fit better with the bending irons. The plate broke while bending. The same thing happened when he used a second plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the plate is broken could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The damage was caused by bending the plate. In the operative-technique for variax it is stated: ¿¿the surgeon should avoid sharp bends, reverse bends or bending the device at a screw hole.¿ in the IFU is stated: ¿contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
Doctor was bending the plate to make it fit better with the bending irons. The plate broke while bending. The same thing happened when he used a second plate.